Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that they received either juice, sugar, and/or food from a non-healthcare professional for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. Sensor 0awcrpklu has been returned and investigated. No physical damage was observed on the sensor patch and no issues were observed with the returned returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that they received either juice, sugar, and/or food from a non-healthcare professional for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.